Event description:
The customer reported that the ventilator was alarming due to oxygen not available. The customer reported the device was in use and there was no patient harm. Loss of the oxygen source can be detrimental to a patient if in use. The facility biomedical engineer reported the respiratory therapist connected the ventilator to a full oxygen tank at 2000 psi without the proper oxygen regulator and the unit began alarming as reported. The biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported to pse that without oxygen connected the oxygen pressure was displaying 100 psi. Pse advised the biomedical engineer disconnect the oxygen transport manifold from the rear of the ventilator. The biomedical engineer reported that pressure was released when he disconnected the manifold as advised. The biomedical engineer reported the oxygen pressure then displayed 52 psi with oxygen connected and the unit was operating as expected. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens.